Event description:
Specialty care traveler had alarms and could not troubleshoot rotaflow. Pump was in arterial mode. She turned off the rotaflow and began hand-cranking. Called for assistance from (B)(6). (B)(6) turned on rotaflow, no error noted, put rotaflow back in drive mode and resumed bypass. Treatment continued without further incident. No effect to pt. (B)(4).